Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that the power switch of the power supply sparked when the 2008k2 hemodialysis (hd) machine was powered on. There was no patient connected to the machine at the time of the incident. No flames were observed, no smoke was visible, and no burning smell was present. The biomed reportedly saw a single spark at the power switch, and the system subsequently failed to power on. The biomed unplugged the unit, and then performed a functional and visual examination. There was no indication of overheating, melting, or charring to the system components. The biomed replaced the heater triac which resolved the issue. Follow-up was provided by the biomed who revealed that all the outlets on-site are ground fault circuit interrupter (gfci) certified; no visible issues with the power cord. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that a functional and visual examination was performed and there was no indication of overheating, melting, or charring to the system components. The biomed replaced the heater triac which resolved the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.